Event description:
It was reported that the patient has high impedance and is referred for revision. No known surgical intervention has occurred to date. No additional relevant information has been received to date.